Manufacturer narrative:
Due to character limitation in e1, for event site name & initial reporter, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had leak in tank and does not hold any pre ssure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone, event site mail), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: e1 (initial reporter), e3. A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse stated that the leak was coming from the x4 helium tank transducer due to a defective o-ring. The fse replaced the o-ring. The fse verified all transducer calibrations and performed the all manifold test. There were no leaks detected.